Event description:
The customer reported that 12 lead ECG monitoring was intermittently interrupted due to loss of "v" lead monitoring. Prevention of defibrillator generated 12 lead analysis could cause a delay in pt treatment. No pt incident/injury was reported.

Manufacturer narrative:
(B)(4). The customer reported that 12 lead ECG monitoring was intermittently interrupted due to loss of "v" lead monitoring. Prevention of defibrillator generated 12 lead analysis could cause a delay in pt treatment. No pt incident/injury was reported. There was no product malfunction. Testing showed that the (B)(4) 10 lead ECG trunk cable was functioning as designed. Testing also showed that the (B)(4) mrx was operating properly.